Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to determine the primary failure of this device. The handpiece has been repaired and returned to the customer.

Event description:
It was reported by the customer that the handpiece was leaking a black fluid substance. The customer was unable to report how the device was being used at the time of the observation. There were no reports of any adverse patient event associated with this reported malfunction.